Event description:
The director of surgical services of a hospital reported that a pt sustained a corneal burn during cataract surgery, and the wound did not seal. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).